Manufacturer narrative:
The customer's meter was returned for investigation. The retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr donor 2 inr: 2.4 inr. . Donor 1 hct: 34%. Donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 2.3 inr customer meter and retention strips: 2.5 inr donor #2: retention meter and master lot strips: 2.5 inr customer meter and retention strips: 2.6 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the meter date was set incorrectly and the results alleged by the customer could not be confirmed.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 01:30 p.m. Was 4.7 inr. The result from the meter at 01:35 p.m. Was 6.6 inr. The patient has a therapeutic range of 2.0 - 3.0 inr.